Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms not functional. The key failure is the compressor is noisy. Additional malfunction is the power switch short circuited.